Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the hospital with intermittent dark stools. The patient was found to have had a hgb of 10 mg/ml which is below baseline of 13 mg/ml. The patient's anemia was likely secondary to a gastrointestinal blood loss. The patient underwent a colonoscopy. The gi (gastrointestinal) bleed was confirmed. It was erythematous, friable mucosa with multiple actively bleeding angioectasias in the rectum. It was likely related to radiation proctitis. The bleeding was resolved. The treatment was with argon plasma coagulation. The patient was discharged on (B)(6) 2020 with a plan of a repeat of cbc (complete blood count) the week after discharge.